Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was implanted in the morning and the pocket was closed. Later that day, the lead was found to be dislodged. The pocket was opened the same day and a new atrial lead was placed with no issues. Should additional information become available, this file will be updated.